Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The removal of the pd catheter due to the patient not being able to drain indicates a malfunctioning pd catheter. Catheter malfunction, characterized as mechanical failure in dialysate inflow or outflow, is a common complication of pd requiring session delays, or even permanent procedure changes.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support requesting a replacement liberty select cycler for a peritoneal dialysis (pd) patient. The patient was not draining. The pdrn stated the patient was on vacation and went to the hospital due to not being able to drain. The patient had the pd catheter (not a fresenius product) removed for unknown reasons. Additional information that was obtained through the home therapy program manager documented that the patient had the pd catheter removed and would not be returning from vacation or returning to pd therapy as they were staying with family. The cycler was scheduled to be picked up and returned. The replacement cycler was no longer needed.

Manufacturer narrative:
Correction: h10 in followup #3 should have noted additional information to sections d9 and h3.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support requesting a replacement liberty select cycler for a peritoneal dialysis (pd) patient. The patient was not draining. The pdrn stated the patient was on vacation and went to the hospital due to not being able to drain. The patient had the pd catheter (not a fresenius product) removed for unknown reasons. Additional information that was obtained through the home therapy program manager documented that the patient had the pd catheter removed and would not be returning from vacation or returning to pd therapy as they were staying with family. The cycler was scheduled to be picked up and returned. The replacement cycler was no longer needed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support requesting a replacement liberty select cycler for a peritoneal dialysis (pd) patient. The patient was not draining. The pdrn stated the patient was on vacation and went to the hospital due to not being able to drain. The patient had the pd catheter (not a fresenius product) removed for unknown reasons. Additional information that was obtained through the home therapy program manager documented that the patient had the pd catheter removed and would not be returning from vacation or returning to pd therapy as they were staying with family. The cycler was scheduled to be picked up and returned. The replacement cycler was no longer needed.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The valve actuation test and the system air leak test were performed and passed. The simulated treatment (with a 2 hours and 15 minute runtime and 8500 ml) was also performed and passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The reported issue was not confirmed as the reported issue could not be duplicated during testing.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support requesting a replacement liberty select cycler for a peritoneal dialysis (pd) patient. The patient was not draining. The pdrn stated the patient was on vacation and went to the hospital due to not being able to drain. The patient had the pd catheter (not a fresenius product) removed for unknown reasons. Additional information that was obtained through the home therapy program manager documented that the patient had the pd catheter removed and would not be returning from vacation or returning to pd therapy as they were staying with family. The cycler was scheduled to be picked up and returned. The replacement cycler was no longer needed.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support requesting a replacement liberty select cycler for a peritoneal dialysis (pd) patient. The patient was not draining. The pdrn stated the patient was on vacation and went to the hospital due to not being able to drain. The patient had the pd catheter (not a fresenius product) removed for unknown reasons. Additional information that was obtained through the home therapy program manager documented that the patient had the pd catheter removed and would not be returning from vacation or returning to pd therapy as they were staying with family. The cycler was scheduled to be picked up and returned. The replacement cycler was no longer needed.